Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure occurred on (B)(6) 2004 due to patient allegations of pain and loss of range of motion. A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced during the revision procedure on (B)(6) 2004. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00974 / 00975). This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00974 / 00975).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure occurred on (B)(6) 2004 due to patient allegations of pain and loss of range of motion. A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced during the revision procedure on (B)(6) 2004. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2004 was due to acetabular cup loosening, debris, effusion, and lytic lesions. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.